Event description:
Large thrombus burden present in right subclavian vein after angio. Solent proxi delivered via right arm. Lythic infused using power pulse on angiojet ultra; 4/5 passes made with the solent proxi. Pt tolerated the procedure very well on the table. However, pt subsequently ended up with acute renal impairment cica 24 hours post procedure.

Manufacturer narrative:
Event consists of pt experiencing renal impairment post angio-jet procedure. The pt is a (B)(6) male with unk medical history. Note: this event occurred in (B)(6). The pt presented with large thrombus burden in the right subclavian vein as seen by angiography. The physician passed an angiojet solent proxi thrombectomy set via the pt's right arm. The physician then infused lytic (unk type) via the angiojet power pulse function. Thrombectomy was then performed using 4 to 5 passes with the angiojet solent proxi device. The pt tolerated the procedure very well on the table. The pt then developed acute renal impairment 24 hours post thrombectomy procedure. At this time we have been unable to gather further info regarding this case such as type of treatment, if any, for renal impairment; pt medical history; pre and post-operative blood values; total angiojet run times; amounts of pt hydration pre, during, and post-procedure; and the amount of contrast used during the procedure. The IFU warns the user: "operation of the angiojet system causes transient hemolysis which may manifest as hemoglobinuria. Table 1 lists maximum recommended run times in a flowing blood field and total operating time for each thrombectomy set. Evaluate the pt's risk tolerance for hemoglobinemia prior to the procedure. Consider hydration prior to, during, and after the procedure as appropriate to the pt's overall medical condition." "Large thrombus burdens in peripheral veins and other vessels may result in significant hemoglobinemia which should be monitored to manage possible renal, pancreatic, or other adverse events. In addition, the IFU also warns the user of the following potential adverse events relevant to this event: acute renal failure, pancreatis, reactions to contrast medium, hemolysis. There is no mention of the type of treatment the pt received for the renal impairment. However, a conservative assumption would be some type of intervention was required as a result of the renal impairment and the association between the angiojet solent proxi device and the noted event cannot be conclusively ruled out this event is considered a reportable event in the us. However, this event is not reportable in (B)(4) per their respective guidelines as shown below. Per (B)(4) guidelines on a medical device vigilance system; expected and foreseeable side effects which meet all the following criteria are ordinarily not reportable: clearly identified in the MFR's labeling; clinically well known as being foreseeable and having certain qualitative and quantitative predictability when the device is used and performs as intended; documented in the device master record, with an appropriate risk assessment, prior to the occurrence of the incident and; clinically acceptable in terms of the individual pt benefit. Some of these events are well known in the medical, scientific, or technology field; others may have been clearly identified during clinical investigation or clinical practice and labeled by the MFR. The conditions that lead to the side effect can be described but they may sometimes be difficult to predict numerically. Per the australian medical devices guidelines post market activities, reporting exemptions, rule 6 - expected and foreseeable side effects that are documented in MFR's instructions for use or labeling. Side effects which are clearly identified in the MFR's labeling or are clinically well known as being foreseeable and having a certain functional or numerical predictability when the device was used as intended, need not be reported.